Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was having issues during a battery change. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box data from the time of the event has been overwritten due to continued use of the pump. The pump's battery cap was unable to fully tighten. The battery cap threads were damaged and the battery cap was cracked. There was a battery compartment crack observed in the thread area. The pump was exercised with returned battery cap for 24 hours with no issues duplicated.